Manufacturer narrative:
Exemption number e2017017. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens (B)(4) (manufacturer). The issue was investigated in detail. It was determined that the reported system behavior was caused by an operator error. The described situation was reproduced at the test lab. The investigation of the log files showed that the system went into safety mode and an error message was displayed. Thereby, all axes could only travel short distance and movements had to be triggered repeatedly. Given this system status, patient should have been moved and technical service should have been called. Normal patient mode is no longer allowed. Within the safety mode the collision control is no longer active. When tilting the table by 39 degrees at a high of 83,09 cm (as seen in the log files) the system will hit the floor. According to information from siemens service organization the problem was resolved at the facility by replacing the lifting-tilting base and the potentiometer. This report was submitted august 14, 2017.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available. (B)(6).

Event description:
It was reported that a tabletop of the axiom luminos drf system hit the floor while tilting. The tabletop hit the floor at around 45 degree angle. The incident occurred with a heavy patient on the table. There are no injuries attributed to this event. The reported incident occurred in (B)(6).